Manufacturer narrative:
The customer biomed troubleshot the issue with ge healthcare technical support. The biomed replaced the carrier board to resolve the issue.

Event description:
The hospital reported that, during a case, the unit had a system failure. The anesthesia machine was swapped out. There was no reported patient injury.